Event description:
It was reported to philips the device monitor would not read the 12 leads cables. The device was in use on a patient and there was no adverse event to patient or user.

Manufacturer narrative:
The customer requested that an authorized field service engineer (fse) be dispatched to the customer site to evaluate the noted issue. Upon evaluation of the device, the fse was unable to duplicate the issue no parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.